Manufacturer narrative:
Pump passed displacement test. Software error detected alarm found in the pump history file due to software error. Line number= 5632 and file number= 2005. Hardware low level failures alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose value was 307 mg/dl. Troubleshooting was performed. Customer reported that they were able to clear and rewind the insulin pump. The customer stated that insulin pump passed self test. The insulin pump will be returned for analysis.